Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced leukocytosis an suspected rv failure. The pt was found to have cholecystitis and was treated with diuretics. Additional info was obtained by the MFR that is unk if the reported event is pump related.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.